Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy due to ventricular tachycardia episodes that were caused by post-sensed t-wave oversensing. Low r-wave sensing amplitude was also noted. The morphology template updates were successful in the clinic. Programming changes and conducting an induction testing were recommended. No further information is available.